Event description:
This is filed to report unintended movement and clip jumping it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a flail, a posterior prolapse, and thickened leaflets. An xtw clip was inserted and after removing the lock line and establishing final arm angle (efaa), the clip opened to roughly 30 degrees. It was noted the clip closed when the arm positioner was turned in the closed direction, and the clip jumped open not further than the 30 degrees when the arm positioner was turned in the open direction. The clip was deployed and while efaa, the clip opened to roughly 30 degrees again. It was noted the clip remained stable on both leaflets. To stabilize the opened clip, a second additional xt clip was deployed laterally and successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa), associated with the clip opening to roughly 30 degrees during efaa (establish final arm angle), could not be determined. A cause of the reported unintended movement (clip open while locked), associated with the clip opening to roughly 30 degrees after deployment, also could not be determined. The reported difficult to open or close (clip jumping), associated with the clip jumping open during efaa, appears to be due to a sudden release of tension as the clip unintendedly unlocked during efaa. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: one (1) fluoroscopic video and one (1) fluoro still image were provided; both the image and video capture the same instance, with the still image providing a clearer view. Two fully deployed clips can be visualized, with no cds or sgc in view indicating the video/image were taken post deployment of the second xt clip (no reported issue). Per the incident details, the first implanted clip was an xtw size and was reported for an observed post deployment cowl. A second clip, which was an xt size, was implanted laterally to the first clip with no reported issue. To this end, the top clip in the fluoro video/image appears to be the second implanted xt clip (no reported issue) and the bottom clip is the first implanted xtw clip (reported device) based on the relative clip arm sizes. The xt clip arm angle appears to be ~25° (top clip, no reported issue) while the xtw clip arm angle appears to be ~45° (bottom clip, reported device). While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is evident that the xtw clip (reported device) is opened to a larger degree than the xt clip (no reported issue). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video and image provided.